Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump emitted constant, intermittent vibratory alarms that were described as being similar to a heartbeat. The vibration issue occurred following a pump reboot that cleared a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was not duplicated. No unusual vibratory alarms occurred during testing. All vibratory alarms functioned properly.